Manufacturer narrative:
Unit received with minor scratches on lcd window and reservoir tube window. No cracks near reservoir window noted. Unit received with cracked battery tube threads. Unit received with intermittent buttons due to corroded keypad traces. Unit received with broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was cracked near the reservoir window and the battery compartment. The customer's blood glucose was unknown. Nothing further reported.